Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up post operatively lead dislodgement was noted. The right atrial (ra) lead was revised and remains in use. No patient complications have been reported as a result of this event.